Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. The catheter was used in the iliac artery which is an off label use. The iliac arteries tend to rupture easily and bleedings derived from such ruptures in worst case can't be stopped fast enough. There is a risk of the patient bleeding to death. The investigation is inconclusive for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the FDA rn number and manufacturing location for the straub product was selected as 2020394 and unknown due to system limitations. The correct FDA rn number and manufacturing location are 3008439199 and straub medical us. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a procedure, the device allegedly perforated the left illiac artery. The procedure was completed using the same device. The patient was reported to be in a stable condition.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The FDA rn number and manufacturing location for the straub product was selected as 2020394 and unknown due to system limitations. The correct FDA rn number and manufacturing location are 3008439199 and straub medical us. (Expiry date: 01/2024).

Event description:
It was reported that during a procedure, the device allegedly perforated the left illiac artery. The procedure was completed using the same device. The patient was reported to be in a stable condition.